Manufacturer narrative:
Unable to prime unit during prime/compromised force sensor system test due to slightly loose drive support disk. Unit received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners and battery tube threads. Unit received with severely scratched display window and stripped battery cap coin slot. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump's bolus button was not working. Customer's blood glucose level was 238 mg/dl. At that time none of the buttons were responding. The insulin pump was exposed to moisture. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.